Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the reset was caused by a parity error. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the parity error could not be determined.

Event description:
It was reported the device was found to be in backup vvi mode. The device was returned for analysis.